Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that her meter does not power on. A medical surveillance specialist (mss) tried contacting the patient; however, she kept disconnecting the call. The patient mentioned that the alleged issue began on (B)(6) 2011. The patient had no other way of testing, and took her usual dosage of medication. Approximately 2 days later, she developed a headache, nausea and was dizzy. The following day she went to the hospital on (B)(6) 2011 and was tested on the hospital device and obtained a 271 mg/dl and was treated with insulin and was hospitalized. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long she was in the hospital, diagnosis and whether her diabetes medication was changed. This was not the first time the product was being used. The meter did not power on by pressing the power button. The batteries needed to be replaced; however, the patient did not have any replacement batteries. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she developed symptoms and went to the hospital the following day and was admitted and treated with insulin for a blood glucose of 271 mg/dl. The lay user / patient contacted lfs on (B)(6) 2011 alleging that her meter does not power on. A medical surveillance specialist (mss) tried contacting the patient; however, she kept disconnecting the call. The patient mentioned that the alleged issue began on (B)(6) 2011. The patient had no other way of testing, and took her usual dosage of medication. Approximately 2 days later, she developed a headache, nausea and was dizzy. The following day she went to the hospital on (B)(6) 2011 and was tested on the hospital device and obtained a 271 mg/dl and was treated with insulin and was hospitalized. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long she was in the hospital, diagnosis and whether her diabetes medication was changed. This was not the first time the product was being used. The meter did not power on by pressing the power button. The batteries needed to be replaced; however, the patient did not have any replacement batteries. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she developed symptoms and went to the hospital the following day and was admitted and treated with insulin for a blood glucose of 271 mg/dl.